Event description:
It was reported that during intra-op, normally when the tip of a monopolar probe is applied to tissue, the measured value is normally displayed according to the set current value; however, in this instance, despite the stimulation being set to 1 ma, the output is inconsistent¿fluctuating between 1 ma and 0 ma. The procedure was completed using the reported device. There was no patient impact.

Manufacturer narrative:
H3: initial inspection of both devices nim vital console and nim vital patient interface confirmed that reported issue was not duplicated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.